Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use following an angioplasty procedure. The access site was an antegrade puncture into the common femoral artery (cfa). Deployment was completed as normal with some abnormal resistance while pulling the sheath/carrier tube assembly back. Hemostasis was not achieved so manual compression was applied and then a femostop device was used. The pt recovered and was discharged. The following day, the pt had pain in the toes. Four days post-deployment, the pt was readmitted for ischemic symptoms and ultrasound demonstrated an occlusion in the cfa. The pt is scheduled for surgery to clear the artery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported indicate could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the purchase site are a possible risk or situation that may be associated with the sue of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.